Event description:
It was reported that the stimulation from the external components suddenly stopped and that the audio processor led went on. When the patient opened the battery unit, fluid spilt out of it. It is not clear what type of liquid was involved. Reportedly the patient was not injured by it. The exchange of the battery unit brought the system back to working.

Manufacturer narrative:
The device has been returned to headquarters where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.